Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high out of range pacing impedances which were measured through the device and pacing system analyzer. A lead fracture was suspected, but could not be confirmed visually. The proximal end was cut by the physician to extract the lead and the very distal end (distal electrode) broke during the procedure and is still in the patient. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The lead was significantly damaged during the explant procedure, but is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted that the lead was returned in two segments severed 17.9 cm from the terminal pin. Resistance tests were completed to assess lead electrical performance of the returned segments. Measurements throughout these tests were within normal limits. Microscopic inspections of returned segments found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities; however, the complete lead was not able to be returned.